Event description:
The patient (pt) mentioned that they had read something online about the possibility of leads moving and then patients having to be brought to the emergency room due to stimulation. Technical services (tss) asked if anything had been confirmed as being wrong with pt's device and caller confirmed that any issue with pt's device was just speculation at this time. Tss did not ask more details about online content

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information and the b5 narrative has been updated to reflect clarified information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient's representative mentioned that they had read something online about the possibility of leads moving. Patient's representative did not allege that they knew any specific patients or instances where patients leads had moved. Technical services (tss) asked if anything had been confirmed as being wrong with pt's device and caller confirmed that any issue with pt's device was just speculation at this time. Tss did not ask additional follow up questions regarding the online content.